Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report filed january 12, 2015.

Event description:
Per the clinic, no connection could be made to the internal device, and the issue could not be resolved. The device was explanted (B)(6) 2014, and the patient was reimplanted with a new device during the same surgery.